Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. The device was explanted and replaced. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. The device was explanted and replaced. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis. This device has not been returned despite good faith efforts thus far. Should the device be returned in the future, laboratory analysis will be performed, and an updated report will be submitted. The device was subsequently returned and analyzed.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.